Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of the common femoral artery after a diagnostic procedure. After the clip was fired, the device could not be removed. The physician attempted several different troubleshooting steps of pushing the safety release button, pushing the vessel locator button several times in and out while trying to retract the thumb advancer, and trying to forcefully pull the device out of the arteriotomy. No attempts were successful. The physician opened the device and retracted the clip applier tube. The device was removed out of the tissue tract without further force. The vessel locator wings were in the closed position. Hemostasis was achieved by manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.